Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's touch screen not working. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.